Manufacturer narrative:
The complaint of a damaged powerglide was confirmed, but the cause remains unknown. The product returned for evaluation was a 20ga, 10cm powerglide midline catheter device. A kink was observed in the catheter 0.5" distal to the hub. Blood-like residue was seen throughout the sample. The guidewire was unraveled and protruded from the needle bevel. Microscopic examination of the catheter revealed a segment of coil wire remaining in the catheter at the kink region which extended distal to this region. A hole in the catheter was also observed at the kink site. The fracture surface of this hole had sharply defined fracture edges. The hole originated from the inside out, and had a tear-shaped appearance. Microscopic examination of the break site of the coil wire revealed a planar and reflective surface. The observed evidence of the damage on the guidewire suggests the coil wire was severed by a sharp instrument, such as the needle bevel. The observed damage on the catheter suggests damage either by the guidewire or the needle bevel. The exact mechanism of all the observed damage could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Power glide catheter is kinking at the hub. Sample evaluation shows that the guidewire is frayed and a piece is broken in the catheter. The catheter was advanced but was not in the vein so when staff tried to pull the device out it was sort of stuck in the hub and the patient was complaining of pain so staff continued to pull the whole thing out and that's when it was noticed the catheter was kinked at the hub and the problem with the wire.